Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication faults was confirmed via analysis of the returned modular cable (lot number unknown). Data from the reported event dates of (B)(6) 2026 was reviewed in the submitted log files. The log files revealed a driveline communication fault alarm activating on (B)(6) 2026. The onset of the alarm was not captured in the controller event log files, but throughout the log file, intermittent comm a fault flags were noted, with many lasting long enough to activate the alarm. The alarm remained active for the duration of data reviewed. The driveline was disconnected from the controller on (B)(6) 2026, and the controller was shut down, consistent with the reported controller and modular cable exchange. The driveline communication fault alarm did not prevent the system from operating as intended while the driveline was connected. The modular cable did not pass continuity testing on the wire responsible for the comm a signal, indicating damage to the inner wire. The outer layers of the modular cable were stripped and damage to the underlying wires was noted, including a severed wire responsible for the communication a signal. The modular cable was connected to the returned system controller and a mock circulatory loop, and a driveline communication fault alarm activated. Provided information indicated that the modular cable and system controller were exchanged, and the alarm resolved. The root cause of the reported alarms determined to be damage to the modular cable. Incidental findings: damaged orange wire. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), , rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. The heartmate 3 patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU - ¿system operations¿ and section 2 of the patient handbook - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having emergency backup battery (ebb) faults, and when connecting to the monitor, driveline communication faults were observed. Log files were submitted for analysis which captured a driveline comm fault associated with an (f19) com_a_fault controller fault flag on (B)(6) 2026 at 20:48:01. Motor function was not affected by this event. It was recommended that the modular cable and system controller be replaced and to continue to monitor for unusual events. It was also noted that an ebb fault was recorded which was the result of the ebb failing the load test. The controller was exchanged which resolved the ebb and communication faults. Additional log files were submitted for review after the exchange which showed no unusual events, nor did the modular cable connector on the driveline appear to show signs of obstruction.